Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the pressure gauge would not rise. The 75% stenosed target lesion was located in the moderately tortuous right coronary artery. A 26 advantage balloon catheter inflation device was selected. During preparation, it was noted that when pressure was applied the pressure gauge would not rise. Upon checking the device, the issue was not resolved. The procedure was completed with another of same device. No patient complications were reported and the patient¿s status was good.